Event description:
(B)(4) study. It was reported that 423 days after a carotid artery stenting procedure the patient experienced restenosis. The target lesion was located in the ostium of the left internal carotid artery with 90 percent stenosis and was 8mm long with a reference vessel diameter of 8 mm. The target lesion was treated with placement of a filterwire ez and a 4-9 x 30mm nexstent. Following post-dilatation there was 10% residual stenosis. Nih stroke scale performed the next day was 0. The patient was discharged 4 days after the index procedure. At 423 days after the index procedure, the patient was seen for a 12-month follow-up visit. The patient was asymptomatic with nih stroke scale of 0. Per the ultrasound, the 12-month follow-up noted a 30% target lesion restenosis. In the opinion of the opinion of the physician the relationship of the restenosis to the nexstent is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing records for this batch shows the device manufacturing specifications at the time of release for distribution. The most probable root cause is anticipated procedural complication. (B)(4).